Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was unknown at the time of incident. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer reported that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer does not recall any significant events leading to the alarm. The customer stated that the motor error alarm recurred during rewind. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind test due to motor encoder signal out of phase. Unable to perform functional testing including displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to motor error alarm. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked belt clip slot at battery tube threads area.